Event description:
Philips received a complaint on the heartstart xl indicating that the external paddles failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective external paddles. The issue was resolved by replacing the external paddles and the product is back in service.